Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system including a surgical lead on (B)(6) 2010. On (B)(6) 2010, it was reported that the patient was no longer receiving stimulation in the right leg. An x-ray confirmed that the lead had migrated. The lead was surgically repositioned. Follow up on the patient found that no further issues have been reported. The lead was not returned to the manufacturer, as it was still implanted in the patient. No further information is available.